Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition one channel was deactivated since implantation surgery due to non-auditory percept. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received yet.

Event description:
The user visited the clinic and reported a drop in performance with the device. The clinic reported that the user had not been programmed for 3-4 years.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic and reported a drop in performance with the device. The clinic reported that the user had not been programmed for 3-4 years.